Event description:
New information notes that the device continues to exhibited undersensing. The patient would continue to be monitored.

Event description:
It was reported that the implantable cardiac monitor had recorded an asystole event. The episode was actually a tachy episode that was undersensed. The r waves appeared to be coming in at approximately 0.2 mv. The max sensitivity was reprogrammed to 0.19 mv. The patient's condition was fine after reprogramming.

Manufacturer narrative:
(B)(4).